Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection identified the flow screens as being dirty which may be associated with the customer report. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 16-year-old female patient, the device displayed a "compressor failure -1001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.